Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, weight, race, and ethnicity were not provided. Date of event is not reported / known. The product lot number is not available / not reported. The expiration date of the device is not known. The name, phone and email address of the initial reporter are not available / reported. The device manufacture date is not known as the product lot number of the device is not available / not reported. (B)(4). [Conclusion]: the healthcare professional reported that the (B)(6) year old female patient had been receiving chemotherapy for advanced ovarian cancer but suddenly developed aphasia. Infarction of the left insular cortex and temporal lobe was confirmed. Magnetic resonance angiography (mra) showed the left middle cerebral artery (mca) occlusion and angiography showed the left m1 occlusion. The patient underwent a mechanical thrombectomy procedure using the 5mm x 33cm embotrap ii revascularization device (et009533 / lot# unknown) and an ace¿ 68 reperfusion catheter (penumbra). Recanalization (modified treatment in cerebral infarction (mtici) score of 2b) was achieved, but severe stenosis remained at the site of the stent deployment. Considering the effect of vascular spasm, nicardipine 2 mg was injected via the internal carotid artery (ica). After 30 minutes of clinical monitoring, the procedure was completed because of a slight improvement in m1 stenosis. Approximately 12 hours post-procedure, the patient¿s baseline aphasia had almost completely resolved. Mra was performed on the following day demonstrated improvement of the severe stenosis; however, the aphasia recurred three days following the procedure. Repeat mra showed restenosis in the m1 segment. T1-weighted images exhibited no hyperintensity lesions suggestive of arterial dissection. The aphasia disappeared after magnetic resonance imaging (MRI) scans. The patient was diagnosed with symptomatic vasospasm and treated with antithrombotic drugs. Mra performed 10 days after the procedure showed that the stenosis of the m1 had disappeared. The physician commented that based on the literature, this vasospasm may be related to mechanical stimulation from the stent retriever or systemic inflammation due to cancer. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow distal to the spasm and may occur when positioning/advancing the devices through the vessel/arteries. This is a well-known potential complication with any invasive procedure during which devices are introduced into vessels. Review of the available information suggests that vessel characteristics, patient and procedural factors may have contributed to the reported vasospasm rather than a manufacturing issue or defect of the device. The symptomatic vasospasm was severe and necessitated medical management to preclude permanent impairment. Furthermore, the relationship of the device to the reported event cannot be excluded. Therefore, the event meets MDR reporting criteria. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the (B)(6) year old female patient had been receiving chemotherapy for advanced ovarian cancer but suddenly developed aphasia. Infarction of the left insular cortex and temporal lobe was confirmed. Magnetic resonance angiography (mra) showed the left middle cerebral artery (mca) occlusion and angiography showed the left m1 occlusion. The patient underwent a mechanical thrombectomy procedure using the 5mm x 33cm embotrap ii revascularization device (et009533 / lot# unknown) and an ace¿ 68 reperfusion catheter (penumbra). Recanalization (modified treatment in cerebral infarction (mtici) score of 2b) was achieved, but severe stenosis remained at the site of the stent deployment. Considering the effect of vascular spasm, nicardipine 2 mg was injected via the internal carotid artery (ica). After 30 minutes of clinical monitoring, the procedure was completed because of a slight improvement in m1 stenosis. Approximately 12 hours post-procedure, the patient¿s baseline aphasia had almost completely resolved. Mra was performed on the following day demonstrated improvement of the severe stenosis; however, the aphasia recurred three days following the procedure. Repeat mra showed restenosis in the m1 segment. T1-weighted images exhibited no hyperintensity lesions suggestive of arterial dissection. The aphasia disappeared after magnetic resonance imaging (MRI) scans. The patient was diagnosed with symptomatic vasospasm and treated with antithrombotic drugs. Mra performed 10 days after the procedure showed that the stenosis of the m1 had disappeared. The physician commented that based on the literature, this vasospasm may be related to mechanical stimulation from the stent retriever or systemic inflammation due to cancer.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 12/21/2020. [Additional event information]: the initial phone number was provided. E.1: the initial reporter phone: (B)(6). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.